Event description:
Litigation alleges that patient has suffered multiple dislocations, hip fracture after a dislocation, a closed reduction, pain, swelling, limited mobility and elevated levels of cobalt and chromium.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(6) 2014- pfs and medical records received. Part/lot was provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported that there was a leg length discrepancy with right longer than left and limited range of motion. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1830828 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. X-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 12/14/2016 ¿ pfs received. After review of the pfs for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1830828 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Review of the device history records and/or a complaint database search was not possible for the unknown product as the product and lot code required was not provided. X-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received. In addition to what were previously alleged, litigation alleges soft tissue injury, discomfort, emotional distress, disfigurement, and loss of range of motion. Doi: (B)(6) 2005; dor: (B)(6) 2014 (right hip).